Event description:
After a v-gram and flushing the manifold and re-zeroing the transducer, there was no pressure. During the intervention it is alleged that the transducer lost the signal, stopping 7 to 8 times. No adverse effects to the pt were reported.